Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)/abnormal bleeding (general)") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included overweight and paratubal cyst. In (B)(6)2012, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (menorrhagia)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches/migraine/headache"), cystitis ("infection (bladder/ reaction urinary tract/vaginal)/infection (bladder/ reaction urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ reaction urinary tract/vaginal)/infection (bladder/ reaction urinary tract/vaginal)"), vaginal infection ("infection (bladder/ reaction urinary tract/vaginal)/infection (bladder/ reaction urinary tract/vaginal)"), migraine ("migraines/migraine/headache") and nausea ("nausea/nausea") and was found to have weight increased ("weight gain/weight gain/loss: gain"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)") and vaginal discharge ("vaginal discharge/vaginal discharge"). In 2016, the patient experienced rash ("rashes on her hands and arms / rashes or skin conditions type:"), rash generalised ("rashes or skin conditions type: general rash") and pruritus ("rashes or skin conditions type: itchy skin"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("abnormal menstruation pain"), dyspareunia ("pain during intercourse"), back pain ("back pain"), anxiety ("anxiety"), abdominal distension ("bloating") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, weight increased, headache, rash, dyspareunia, back pain, anxiety, abdominal distension, vaginal haemorrhage, menorrhagia, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, migraine, nausea, vaginal discharge, abdominal pain lower, rash generalised and pruritus outcome was unknown and the genital haemorrhage was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, rash generalised, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she has not yet found a doctor to perform surgery to remove the essure devices, thus still suffers to this day from the above symptoms. The portion of the device in the left tube was noted to be small. About four coils of the essure device were noted to be protruding from the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-feb-2019: pfs received. New event rashes or skin conditions type: general rash and itchy skin was added. Onset date of events were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included overweight. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), headache ("headaches"), cystitis ("infection (bladder/ reaction urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ reaction urinary tract/vaginal)"), vaginal infection ("infection (bladder/ reaction urinary tract/vaginal)"), migraine ("migraines") and nausea ("nausea"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced rash ("rashes on her hands and arms/rashes or skin conditions type:"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("abnormal menstruation pain"), dyspareunia ("pain during intercourse"), back pain ("back pain"), anxiety ("anxiety"), abdominal distension ("bloating") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, weight increased, headache, rash, dyspareunia, back pain, anxiety, abdominal distension, vaginal haemorrhage, menorrhagia, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, migraine, nausea, vaginal discharge and abdominal pain lower outcome was unknown and the genital haemorrhage was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she has not yet found a doctor to perform surgery to remove the essure devices, thus still suffers to this day from the above symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2018: plaintiff fact sheet and medical records was received. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia, bladder infection, urinary tract infection, vaginal infection, migraines, nausea, vaginal discharge, pelvic pain, abdominal pain lower, she did not undergo confirmation test added. Abnormal bleeding (general), rashes or skin conditions clubbed to previous events. Reporter information, historical condition, events onset date, essure removal date were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.